Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events(s), where it was reported the devices experienced fowler unexpected drop/collapse or unintended cot lowering or cot dropping to lowest position (no cot tip). There was 1 event with patient involvement; the patient experienced a fall. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
No new information.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results): 1 device: spring/mechanical problem identified. 1 device that was pending evaluation was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; the issue was confirmed it was due to the user. Evaluation results findings (components/results): 1 device: socket/dust or dirt problem identified.